Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during external fixation of distal radius fracture, the surgeon inserted self-drilling schanz screws and set the clamps. When the surgeon tried to set the carbon fiber rod, the screws on the clamp could not be loosen or tighten. The surgery was delayed for 60 minutes. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is described as an external fixation device. It was placed during the reported procedure on (B)(6) 2015. The 510k #: unknown, as specific part and lot numbers were not provided for the complainant part. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. This report is for one unknown unk - screw schanz/unknown lot number. Not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.